Event description:
While in use, laser fiber broke off in pt twice. Upon opening and using the third laser fiber, was able to complete case without further issue. Ureteroscope noted to have hole after case presumably caused by broken fibers.